Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp was positioned deep and oriented toward the mitral valve. Multiple unsuccessful attempts were made to reposition the pump. Eventually, a new impella cp was implanted to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The customer's device was not returned for review. Based on the clinical description, the cause of the positioning issue was most likely use related since the pump was pulled in to the aorta while repositioning of the pump.